Event description:
This is report 4 of 4 for (B)(4). It was reported from china that during a rotator cuff repair procedure, it was observed that the vapr s90 w/ hand controls device generated sparks; and therefore, was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (01)10886705020935(10)u2304040(17)incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the device was received and evaluated, on visual inspection, the electrode's cable was cut by the customer. The suction tube showed saline residues. The shaft was in good condition. The active tip showed signs of activation. Since the cable was cut, the functional test could not be performed. The device will be sent to the manufacturer for further review. Manufacturer evaluation result for vapr s90 w/ hand controls: device 1 -the distal tip was in a used condition and charred section could be seen at proximal end. Handle assembly was in good condition. Plug was cut off. Due to the plug being cut of, no electrical or functional testing could be performed on the device. Based on the visual evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure was shorting at distal tip. The failure mode seen was consistent with previous s90 hand-switching electrodes which exhibited similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. A review of our complaint records over the last 12 months to assess the frequency of this defect for s90 device (228370) showed this defect to be of low occurrence with a total of 4 confirmed complaint devices including this complaint device which equated to a failure rate of (B)(4) which was as anticipated in the risk analysis. Our analysis showed that the frequency was below the anticipated rate of failure detailed in the ra risk management and the risk was deemed negligible/minor and no further action was required. Complaint rates will continue to be monitored through standard complaint review channels. A manufacturing record evaluation was performed for the finished device u2304040 number, and no non-conformance's were identified. The overall complaint was confirmed as the observed condition of the vapr s90 w/ hand controls would contribute to the complained device issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.